Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer replaced the pump supplies and resumed insulin therapy. Customer declined further troubleshooting. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.